Manufacturer narrative:
Citation: abdelgawad. A comparative study of tavr versus savr in moderate and high-risk surgical patients: hospital outcome and midterm results. Heart surg forum. 2019 aug 27;22(5):e331-e339. Doi: 10.1532/hsf.2243. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative study of transcatheter aortic valve replacement (tavr) versus surgical aortic valve replacement (savr) in moderate and high-risk patients. All data were collected from a single center between october 2010 and february 2013. The study population included 143 patients (savr group: predominantly male, mean age 66.92 years; tavr group: predominantly female, mean age 71.86 years), 56 of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all tavr patients, overall mortality was 12.5% and cardiac mortality was 6.2%. Based on the available information medtronic product was not directly associated with the deaths. Among all tavr patients, adverse events included: post-procedural atrial fibrillation, left bundle branch block (lbbb), need for permanent pacemaker implantation, myocardial infarction, need for intra-aortic balloon pump (iabp) use, vascular complications, major hemorrhages, cerebrovascular accidents (cva), moderate aortic regurgitation and repeat hospitalizations. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.